Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead. Analysis of neurostimulator model 37714 serial # (B)(4), showed no anomalies and it was observed that the device implant life had not been started. The device was able to be interrogated with 2 clinician programmer components with the appropriate software cards (8870, versions aaq and aak). It was noted that earlier versions of the 8870 software card are not capable of communicating with this model device. Analysis of lead model 39565-65 serial# (B)(4), showed no significant anomalies. (B)(4).

Event description:
It was reported that when the battery was implanted the hcp had a little trouble reading the battery. When the patient had a follow-up visit it was determined that the patient had an infection and the implant was removed. Once the battery was removed it had 75% battery life, and the battery could not be interrogated once it was out of the patient's body. Three different 8840 programmers with the correct software cards were tried and they all said they could not read the battery. It was noted that the patient's infection tracked all the way up to the lead. It was later reported that a culture was drawn at the time of explant, but the results were not available. The patient was recovering well.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).